Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to seizure. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did self test and it was passed. Customer stated that the insulin pump get shut off and had insulin pump error alarm. Customer did self test and received insulin flow block alarm. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
Insulin pump had insulin flow block. Device also had hardware low level failure after two self-tests .customer cleared it and was able to rewind the pump. Customer had a pump error after removing the battery and then the pump shut off.